Manufacturer narrative:
(B)(4). The device was manufactured between march 5, 2013- march 6, 2013. Evaluation summary: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional testing were performed. The leak (backflow) was identified during visual inspection. The cause of the condition was determined to be a particle trapped under the check-band. The problem was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was found to have a leak at the coil cap. This was noticed during filling. The device was filled with 5% glucose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary- the particle was approximately 1.17mm. Fourier transform infrared spectroscopy (ftir) spectrophotometer scanning identified the particle to be acrylic material. Should additional relevant information become available, a supplemental report will be submitted.